Event description:
The customer alleged that he performed control tests and received results that were low, out of specification. While troubleshooting, he performed 2 more control tests and received results of 53 and 57 mg/dl. The normal control range was 106-147 mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab found 2 out of 3 test strips to read e11. E11 confirms exposure to moisture, but usually causes high results. The low result complaint was not confirmed.